Manufacturer narrative:
(B)(4). Batch # = n90y70. The analysis results found that the er320 device was returned in good condition. In addition, 1 unformed clip was received with the device. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 18 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the scrub tested the device and it tested fine. The device was applied to the duct; it misfired / jammed and was unable to clear. Please see clips in the tip. It is unknown how the case was completed. There were no patient consequences reported.